Event description:
Involved components: nb015k - enduro femoral component cemented f2l - lot 52319826.

Manufacturer narrative:
Additional information: h3 - evaluation. H6 - codes updated. Investigation findings: the rotation axis has fractured above the taper, directly below the screw thread. The taper of the rotation axis shows visible material abrasions/imprints on the surface. The rotation axis locking nut (nr860k) is still fixed on the thread (broken part of the axis). The breakage surface of the proximal part of the axis show signs of so called arrest lines which are typical for a dynamic fatigue fracture. Furthermore especially the larger distal fragment exhibit secondary damages (shiny areas on the fracture surface) which were resulted due to rubbing against each other after the breakage. The fracture surfaces exhibit no material defects like foreign particles inclusions or blow holes. Unfortunately the hinge ring is not available for investigation. Therefore it cannot be determined if hyperextension was present. The gliding surface of the meniscal component shows clearly visible wear marks. Furthermore there are visible imprints possibly from the broken part of the rotation axis locknut. The locking ring as well as the bearing for rotation axis show no significant/unusual damages. Batch history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are zero similar complaints against the same lot number. The assessment for reportability for this adverse event was based on patient harm, revision. According to manufacturer's reporting evaluation in accordance with 21 cfr 803, this event is considered reportable for the following reason: - serious injury (report not later than 30 days). The reporting decision is based upon the review of the applicable risk analysis. Conclusion/preventive measures: according to the quality standard and device history files a material defect and production error was not found. There are no hints for a material or manufacturing problem. The fracture surface exhibits no material defects like foreign particles inclusions or blow holes. On the basis of the current information, without more detailed information about the patient and the prevailing circumstances a clear conclusion cannot be drawn. The visible damages/material abrasions on the taper of the rotation axis could be an indication that the hinge connection of the femur has been moving on the taper. A reason for this could be that the rotation axis locking nut has come loose a little bit, respectively was not firmly fitted. The load transfer in this case is transmitted through the narrowest part of the axis and not through the main axis. Furthermore it could be possible that a special patient situation, for example: · disturbance in coordination. · underlying disease. · missing muscular guidance of the leg. · hyperextension led to extreme and unusual bending moments and in the end to the breakage of the axis at the narrowest part. Based upon the investigation results, a CAPA is not required.

Event description:
It was reported, that there was an issue with the product nr880m, enduro meniscal component f2 10mm. According to the complaint description, the axis of the implant broke (B)(6) years and (B)(6) months postoperative. The patient could not longer walk. A revision surgery was necessary. Additional information was not provided nor available. The adverse event is filed under aag reference (B)(4). Involved components: nb015k, enduro femoral component cemented f2l, lot#: 52319826.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information: investigation results will be provided in a supplemental report.